Event description:
This patient reported that they had their vns for four years and it was giving them problems. Therefore they had it removed, and are now in the worst pain they have ever felt. No other relevant information has been received to date.